Event description:
It was reported that a patient underwent the removal of a peek implant due to infection around the implant. This report is on an unknown cmf (craniomaxillofacial) peek implant. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used for treatment not diagnosis. This is for 1 unknown cmf (craniomaxillofacial) peek implant. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received.